Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating no delivery alarms from the insulin pump. The customer's blood glucose reading was 222 mg/dl. The mother stated that her daughter pump's had no delivery alarms since april. The mother stated that the alarm occurred during bolus and the mom removed the infusion set and it does not have a bent cannula. The customer was advised that recurring no delivery alarms may be due to site, set or reservoir issues. The customer stated that she does not rotate sites or use the serter device according to IFU instructions. The customer did not want to troubleshoot for recurring alarms. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.